Event description:
On (B)(6) 2010 a doctor reported that a patient lost a sybronpro tl implant approximately one (1) month after placement due to biomechanical overload. This is the fourth of four reports.